Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. The subject device was manufactured in may 2023, but the specific date is unknown. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely additional treatment occurred because the needle broke and fell out into the body. However, the root cause of the phenomenon could not be specified. Additionally, it is likely that the needle tube was broken by the following mechanism: 1.) A bending force was applied to the needle tube when piercing the hard body tissue during the procedure. This caused the needle tube to bend excessively. 2.) When the needle slider was pulled, a force was applied to the needle tube in a direction to make it straight. This caused the needle tube to break. However, the root cause of the phenomenon could not be determined. The event can be prevented by following the instructions for use which state: "when inserting the instrument into the endoscope, the distal end of the needle tube may be bent. When piercing the target, confirm the distal end of the sheath and needle tube in the endoscopic field of view and/or ultrasound image while considering such bending. Otherwise, patient injury such as perforation, bleeding, or mucous membrane damage may occur. Do not try to straighten a bent or deformed needle with your hands because the needle may break. Use a spare needle instead." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has been discarded and will not be returned to olympus. The subject device was manufactured in may 2023 based on the provided lot information "35k". The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is received.

Event description:
The customer initially reported that a piece of the biopsy valve broke and fell into the body. Additional information was later received clarifying that the broken tip of the single use aspiration needle fell inside the patient's bronchus during an unspecified procedure. After the patient's vital signs were stable, a computerized tomography (CT) scan was performed, and the tip was found. The experts in the hospital were immediately consulted, and it was unanimously believed that the risk of removal was high, which could lead to severe hemoptysis and asphyxia. The patient was transferred to a higher-level hospital for treatment. The patient's vital signs were stable, and the broken tip was removed. It was not known how it was removed. The patient has been discharged from the hospital and there was no further patient impact reported.